Event description:
During troubleshooting for an unrelated event on the homechoice device, it was reported the patient re-used a set of supplies when initiating peritoneal dialysis therapy. The patient was connected to the device at the time of the event. Proper procedures per the user manual were reviewed with the patient. The technical service representative assisted the patient with ending therapy. The patient planned to restart therapy with new supplies. There was no injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This is a report of a patient who re-used a set of supplies when initiating therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.